Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported chordae rupture appears to be a cascading effect of the reported slda. Tissue injury is a known possible complication associated with mitraclip procedures. The reported difficulty visualizing the clip appears to be related to imaging quality. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. There was challenges with imaging throughout the procedure. During the procedure, a mitraclip was successfully placed on the leaflets. Approximately 2 minuets after deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. A small secondary chordae was visualized to be torn. Two additional mitraclips were successfully implanted to stabilize the slda clip and reduce the mr. The procedure was discontinued, the final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.